Event description:
It was reported from (B) (6) that during processing of (B) (6), a leak was observed from the freezing bag where the segments are normally attached.

Event description:
A female patient was admitted with respiratory and cardiac issues. A PICC (peripherally inserted central line) was inserted, and a routine post insertion chest film revealed what appeared to be a 6 cm wire fragment in her axilla vein. The wire fragment is presumed to be from the tip of the stylet wire used to insert the catheter. An interventional radiologist physician removed the wire fragment without difficulty.

Manufacturer narrative:
Unless substantially significant information becomes available, this contitutes a final report.